Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes this s-ICD exhibited a pd error message due to an identified memory inconsistency which was likely the result of a single event upset. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services confirmed the device was operating as intended despite the error message. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to device design investigation conclusion code was selected based on analysis which found evidence of single event upset (seu) memory corruption. Risk assessment: a risk review was completed and confirmed that the event of data issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) error message upon interrogation. Technical services (ts) confirmed the device was operating as intended despite the error message. No adverse patient effects were reported. This product remains in service.